Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 69.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds on the proximal end. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds on the proximal end. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced during advancement. Further advancement against resistance may result in offset coil winds. During the functional test, resistance was encountered while attempting to advance the smart coil through a demonstration microcatheter as the embolization coil bunched up inside the hub of the microcatheter, and the smart coil could not be advanced any further. Further evaluation of the returned smart coil revealed a kink in the pusher assembly. This kink was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils), other coils and, non-penumbra microcatheter. During the procedure, the physician placed four smart coils and five other coils in the target vessel using the microcatheter. While attempting to advance another smart coil, the physician experienced resistance in the hub of the microcatheter. Subsequently, the physician noticed the proximal end of the spring of the smart coil had unraveled. Therefore, the smart coil was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.